Event description:
Proxy biomedical was notified on the 13 september 2013 via (B)(4) by the polyform distributor (boston scientific) that they have received a complaint on the 11 september 2013 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh, a patient injury occurred. The date of implant of the mesh is (B)(6) 2007. The patient is identified as "(B)(6)." Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6). The patient was also implanted with the following additional devices: gynecare tvt-s and in-fast. The physician who treated the patient is dr. (B)(6). The implant involved in this complaint is a polyform synthetic mesh - lot number is unknown.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use). (E.g. Additional model# 15x20cm, additional catalog# 15x20cm, additional implant date 10/2007).